Event description:
It was reported that during a coronary stent procedure, the balloon ruptured as it was positioned through the struts and inflated. The catheter became stuck and, while being subjected to significant force, separated upon removal. The pt was sent to surgery for removal. The pt status is listed as "okay".